Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure, an attempt was made to use one resolute onyx coronary drug eluting stent when stent dislodgement occurred during retrieval after deployment failure. There were no issues noted when removing the device from the hoop/tray. The device was inspected with issues. During inspection, it was noted that the protective sheath was not easy to remove. The protective sheath/stylette was attempted to be removed twice with no success, and it was only after adjusting its shape that it could be removed. The stent was inspected post removal of the protective sheath and no issues were noted visually. Negative prep was performed with no issues. The lesion was pre-dilated. The lesion being treated was the mid right coronary artery (rca). The lesion had moderate tortuosity, mild calcification and 80% stenosis. An attempt was made to deploy the stent but the stent could not be expanded. The inflation device remained on neutral pressure during delivery of the device. A launcher guide catheter was used. The stent did not interact with an accessory device, pushing inside the guide catheter was smooth. During attempted extracorporeal stent removal, the stent became dislodged. The stent was re-loaded and pulled back out. It was later detailed that during the adjustment process and reinsertion of the launcher guide catheter, a dislodgement occurred. The launcher guide catheter was inspected before use and no issues were noted. The device passed through a previously-deployed stent. There was no resistance encountered when advancing the device. There was no excessive force used during delivery. The stent was removed from the patient. No intervention was required to remove the dislodged stent. There was no patient complications reported as a result of the event.